Manufacturer narrative:
(B)(4). Title treatment of lung tumours with high-energy microwave ablation: a single-centre experience source med oncol, volume 34, 2017(1-7) article number: 5 date of publication online: 30 november 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed, in a study reporting the safety, technical success, effectiveness, local progression-free survival (lpfs) and overall survival of percutaneous microwave ablation (mwa) to treat lung tumors unsuitable for surgery. Nineteen patients with thirty-one tumors (mean diameter 2.4 cm) underwent percutaneous mwa in 28 sessions that was carried out using a 2450 mhz generator with an ablation median of 7 minutes, out of 28, 1 patient developed purulent hydro-pneumothorax that required a pleural drainage, antibiotic therapy that delayed the patient discharge.